Event description:
Implanted loop recorder device placed in pt. Approx two weeks later, after multiple issues and troubleshooting efforts, device was determined by MFR to be defective and would need to be replaced. Device has not been removed at this date, per pt's decision.